Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the peg tube separated from the y connector at the level of the blue fixation screw. Due to an unknown cause as the event occurred in the psychiatric department, it was reported that the (external) retention plate did not play its role and the peg tube entered in the stomach by "slipping" along the intestinal tube to the distal end in the stomach. The patient underwent abdominal radiographies which revealed gastro-enteritis, no intestinal occlusion, external probe was stuck to the extremity of the intestinal tube, and internal retention plate of the peg tube (internal bumper) was now maintained at the level of the distal end of the intestinal tube. On (B)(6) 2019 during the removal of the tubing, the patient experienced an unspecified inhalation complication due to the anesthesia that required 3 days of continuous care and bleeding at the level of pylorus / bulb, which required deglobulization with no blood transfusions. The patient was also treated with tazocilline with good response. The physician stated that due to an ulceration risk, no intestinal tube can be re-installed for one month.